Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The product was received in its original packaging, which had been opened. Visual inspection revealed a cut made with scissors in the tubing. The reported condition was confirmed. The root cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. Sample is available for evaluation. Sample evaluation task was performed. If additional relevant information becomes available, a follow-up report will be submitted. No additional information is available.

Event description:
The customer reported to baxter (B)(4) of a solution administration set that leaked. It is unknown when this event occurred. The sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved. No additional information is available.